Event description:
It was reported by end user that the bearings went bad in the front casters of the trex28r wheel chair. The end user states that the seat is ripped. The end user has no further information to provide.